Event description:
It was reported that the customer¿s insulin pump had an error alarm while priming, and insulin was squirting out. The customer¿s last blood glucose was 10mmol/l. Advised that the device will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.